Manufacturer narrative:
Investigation results: the complaint of leakage was not confirmed from the returned 20g nexiva units that were received. (B)(4) from lot 4117059 of which six units were sealed and 1 was unsealed were returned. An inspection of the returned samples revealed no damage or defects on the returned samples; in additional, the functional test showed that all the units were within specification. No leakage could be observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
As reported code changed to leakage at septum (nexiva) to better fit the event description. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4117059. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva single port hub is splitting. The following information was provided by the initial reporter: issue: hub is splitting when retracting needle and blood is coming out. Harm: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4117059. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.